Event description:
It was reported patient had a rhk poly exchange for instability, hyperextension about eight years five months post implantation. The surgeon could not remove hinge post extension due to damaged hex driver bits (stripped the hex head) trying to remove the pin, and burred/stripped the head of the pin in the process. The surgery was postponed 72 hours until new instruments were available. Revision surgery completed at that time with no complications reported.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products, 00588000300 size 3 precoat cemented tibial lot# 63528572. 00588001402 fem size d right lot# 63395540. 00598801013 13mm diameter 100mm l straight stem lot# 63182603.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h5, h6, h11. Additionally, h6 component codes have been updated to include: hinge; post. H6 health effect - impact code has been updated to include: surgical procedure delayed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.